Manufacturer narrative:
(B)(4). Date of follow-up report : 02/24/2016 visual inspection found the jaws closed when returned. The jaws were forced opened and inspection found eschar adhered to the seal plates. The trigger was difficult to retract and the blade did not advance smoothly due to eschar in the knife track. After cleaning the jaws, the blade moved along the track smoothly and the blade retracted to home position without assistance when the latch was released. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device handle became blocked during the surgery. There was no injury to the patient.